Event description:
It was reported that the patient's glucose reached 370 mg/dl, while wearing the pod between 25 and 36 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the cause of the reported event could not be determined. Investigation also found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum was inspected, and no large puncture marks were found. The data download returned an 0x18 advisory, signaling that the reservoir had been emptied.